Event description:
It was reported the insulin pump kept alarming unexpected restart. Customer was able to clear the alarm but she was stuck on the rewind screen. Customer's blood glucose was 142 mg/dl. External ram crc error and unexpected restart alarms were noted the in the device alarm history. Unexpected restart alarm occurred five or six times in the past three months. External ram crc error did not occur during the rewind or prime sequence. Customer was advised to perform a normal bolus into the air and amount did record in history file. No further information reported.

Manufacturer narrative:
The insulin pump alarmed a21 alarm during a21 error test due to voltage leak. No a17 alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.